Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore, a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
It was reported that upon interrogation of the device an error message occurred indicating the device had "triggered the backup mode". The device restored itself successfully and remains in use. No patient complications were reported as a result of this event.